Event description:
It was reported that while the pt was undergoing finger pinning, the pt had a bier block in when the tourniquet lost power. The battery did not back up, and the cuff deflated. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
Device was evaluated on return to the MFR. Initial evaluation determined that the device passed all calibration and leak tests. The battery was found to give "bat low" alarm after 25 minutes of the 24 hour charge. Double bladder single port cuffs and two single line hoses all passed 10 minute leak test. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events.